Event description:
The manufacturer received information alleging a ventilator was not working properly. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was not working properly. The power management board was replaced to address the issue. During the evaluation, an issue with the internal battery was observed. The internal battery was returned to the quality assurance laboratory for further investigation. The root cause of the internal battery not charging was found to be due to a failed .5vdc cell imbalance.